Event description:
As reported to MFR per facility submitted MDR: "a post-date pregnancy with labor being induced for that indication. Initial fetal monitor tracing was normal, however, during the induction the fetus began to show some signs of stress with decreased heart rate variability and some decelerations of heart rate. The fetal monitor tracing resumed to trace a normal variability. The monitor readings indicated that the heart rate consistently accelerated during second-stage pushing efforts. Maternal tachycardia in the 120+ range was separately noted. The heart tracing appears reassuring and continued as such until the moment of delivery. The infant was stillborn and was not responsive to resuscitation efforts. The reportable nature of this event was not determined until [user facility] met with the MFR 01/26/2007."

Manufacturer narrative:
Manufacturer met with hosp staff and risk manager on 01/26/2007. Hospital staff describe reliance on the ge healthcare's centricity perinatal quantitative sentinel (qs) 10-minute display view, not the fetal monitor paper, as being a contributing factor in "missing" some changes in the tracing, i.e., the switch to recording a maternal rate instead of the fetal rate. Clinical and technical reps from ge healthcare reviewed the tracings from the incident and determined that the monitor functioned as designed. The monitor recorded rates that were consistent with either the fetus or the mother. It appears that the clinical staff relied on the current 10-minute display without reviewing history for any changes in baseline and variability. Ge healthcare provides an explanation of the potential to monitor the maternal heart rate in the product labeling. Ge healthcare clinical rep reviewed these features and product limitations with the hosp staff present in the meeting.